Event description:
It was reported that pump screen was damaged and not responding, and customer contacted tandem to initiate new order. There was no reported impact to the customer¿s blood glucose level. Customer declined transfer to technical support for further troubleshooting, and sales specialist assisted with starting process for replacement pump order while no additional information was received regarding the outcome of the event.